Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. The customer reported to have replaced the psol assembly. The vent passed all testing.

Manufacturer narrative:
Covidien troubleshot this issue with the customer over the phone.